Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.

Event description:
Infection was reported. It was further reported the lead had an insulation breach. The lead was replaced. No patient complications have been reported as a result of this event.